Event description:
This incident was documented in published literature and not directly reported to valleylab. As reported in literature, dr. Treated a single, centrally located tumor in a patient with pre-procedural pneumonia, who died 30 days after the procedure, due to acute respiratory syndrome (which developed on post procedural day 4). Despite aggressive treatment with antibiotics before and after the procedure, reportedly, the death was not due to the device in any way. Date of incident was unavailable.